Event description:
As reported via the (B)(4) study, a revive se failed to create a channel flow in the m1 branch occlusion. There was 1 attempt with the revive se, but recanalization was not achieved (post-operation angiogram showed tici 0 or 1 score). There was a high friction while pulling back the study device from the vessel due to a tortuous vessel. Considering the risk of hemorrhage, no further treatment with the revive se was conducted. Alternative treatments using balloon (pta) and penumbra were performed after the revive se, and partial recanalization was obtained. There were no serious adverse events related to the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the basket was returned undamaged and fully functional. Therefore, the root cause of the devices inability to achieve recanalization cannot be determined. It was stated that there was a high friction while pulling back the study device from the vessel due to a tortuous vessel. No additional clarification was received. It is not specifically known if the microcatheter was moved forward to re-sheath the basket or if the basket and microcatheter were remove together as a single unit. Since this information is not specifically known, nor other details, the nature and cause of the high friction cannot be determine. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Continued total occlusion of affected arterial segment is a known procedural complication and is listed in the IFU. Based on the information provided and the analysis, the root cause of the event could not be confirmed. No manufacturing issues were found, and a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of retrospective review and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting. Revive se is not distributed in the us; however, it is similar to us distributed revive pv.